Event description:
It was reported that the catheter broke after the pts surgical site had been sutured closed. The catheter was removed without incident and oral medication was prescribed in place of the infusion pump.

Manufacturer narrative:
The catheter and pump were discarded by the account and an evaluation on the catheter was unable to be completed. According to the info that was received the catheter was kinked or damaged in a location that was external to the wound. It is possible that this damage contributed to the broken catheter.